Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump cannot turn on after putting in the battery. The product was not returned for analysis.